Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis pump alarmed for high pressure (hip). Multiple troubleshooting attempts were performed, but no occlusions were identified, and the patient even replaced the port needle. The pump was then powered off before the infusion was completed. The medication being infused was 5-fu (5-fluorouracil), with a programmed rate of 1.8 ml per hour. The remaining volume was 27.6 ml, and the volume infused was 144.4 ml. The event occurred during infusion, with patient involvement and no harm.